Event description:
Subsequent information was received that this product was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was indicated there was fluid accumulation in the pocket. As a result, the pocket was drained and irrigated. An antibacterial pouch was wrapped around the device prior to pocket closure. There were no additional adverse effects reported.